Event description:
The peritoneal dialysis registered nurse (pdrn) reported to (B)(6) customer service that the patient was hospitalized after experiencing issues with their catheter not draining (not a (B)(6) product). The pdrn stated upon initial follow-up that the patient was hospitalized on (B)(6) due fever, abdominal pain, and chills. The patient's diagnosis was unknown and access to their records was not available. Attempts to obtain additional information were unsuccessful. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".